Event description:
I got allergan 410 cohesive gel "gummy bear" implants in 2016 and immediately suffered from migraine headaches and low grade fevers. Then food intolerances occurred with gi issues due to candida overgrowth. I had thyroid problems, my period stopped at (B)(6), and I had neurological issues including tingling in my hands and feet, as well as ringing in my ears. I had seizure like shaking and became an insomniac. I would get sick at the time which turned into infections. I had breast pain. I lost weight and muscle, was unable to exercise. I was thrown so many pills I can't even recall all of them, and before implants I took zero. I basically became bedridden and felt like death, yet the plastic surgeon dismissed my symptoms relating to the implants. Then I found a group of over 46k women who got sick from implants as well and when they explanted, they became well. I explanted in 2017, a year after getting my implants, and soon became well over time, however, I'm still dealing with the emotional and mental toll this has taken. Something needs to be done, so women are made well aware that "breast implant illness" is real and can happen. This has literally turned my world upside down, and I did nothing wrong but trust the FDA and drs with my health. Implants are not worth my health at all and drs need to forewarn women their health may decline because the implants contain well over 40 different chemicals that can throw their body into a tail spin. This is not right. I have so little trust in drs now, how has the FDA missed this. Please help us of those who get sick from implants. I will never be the same after all this.